Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Pt revised for infection.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to open at the fifth firing. As the jaw was not clamping the tissue, there were no adverse consequences for the patient. Another device was used to complete the procedure.